Event description:
Customer reported that IV tubing broke away from broviac at max clear cap. Cap changed, line flushed, new IV fluids started with new tubing. No product will be returned for this event. Customer stated no additional patient/event info will be provided.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unk.